Event description:
Following the procedure the patient expired. The cause of death is unknown. No further information was provided.

Event description:
The patient underwent successful and uncomplicated stent assisted coil embolization of the ruptured giant upper basilar aneurysm and right frontal ventriculostomy shunt placement to reduce the intracranial pressure. Post procedure, the patient¿s condition continued to decline. Six days post procedure, the patient suffered a new posterior fossa stroke and an increase in the subarachnoid and intraventricular blood. The patient¿s condition was complicated by a mild obstructive hydrocephalus, intracranial pressure spikes, hypoxia, hypertension, and bradycardia. Eleven days post procedure, the patient expired. The cause of death was related to the presenting ruptured basilar aneurysm and associated subarachnoid hemorrhage (sah) and cerebral edema.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.

Event description:
Following the procedure the patient expired. The cause of death is unknown. No further information was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.